Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. It was reported that during the performance verification test the device failed the delivery accuracy test, the pump past 21ml. There was no report of patient involvement and no patient harm.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Manufacturer narrative:
Device received on 5/10/2022. Customer complaint: reported that during their performance verification test the device failed the delivery accuracy test, the pump past 21ml. Tests: self-test and visual inspect. Self-test passed, visual inspection passed. Customer compliant wasn't confirmed that the device didn't have any issues with the accuracy testing. Probable cause was not found, device passed the accuracy test. Additional information d9: device returned to manufacturer (b)(6 2022.